Event description:
During a site visit to the facility to evaluate communication errors and channel disconnect events, a nurse in the (B)(6) demonstrated a channel disconnect event. An alaris system consisting of 2 pump modules on the right side and 2 pump modules on the left side of the pc unit was at the pt's bedside. The 2 pump modules on the right side were infusing without incident. The modules on the left side of the pc unit were powered on but idle. The user jarred the modules on the left side of the pc unit and the modules displayed a channel disconnect error. The user jarred the modules a second time causing the power to be restored to the modules. The user was then able to program the modules. No pt harm reported and no medical intervention required.

Manufacturer narrative:
(B)(4). No product return expected. The serial numbers of the devices involved in the incident were not obtained because of pt care limitations. The customer declined an in-house investigation by carefusion customer advocacy. During the site visit, it was found that the male and female iui connectors on many devices contained damaged ribs, corrosion, contamination, film and debris that are known to effect device-to-device communication. It was discovered that the male and female iui connectors were not being cleaned and replaced according to manufacturer's recommendations. Because of the site visit findings, the customer inspected and replaced as needed the male and female iui connectors on their alaris devices to address reported communication errors and channel disconnect events.